Event description:
Same event as MFR report #: 2134265-2009-01237. It was reported via a journal article annals of vascular surgery vol. 13, no. 5, 1999 titled: accidental intra-aortic placement of a greenfield filter that two vena cava filters were placed in the wrong locations. The pt had suffered a closed head injury with a brain stem contusion, and there was concern about a brain stem hemorrhage with full anticoagulation. The first greenfield vena cava filter was placed percutaneously through a right transfemoral percutaneous method. However, f/u radiograph showed the filter to be located in the right common iliac vein, leaving the pt unprotected from the contralateral deep venous thrombosis. Therefore, a second greenfield vena cava filter was deployed via an internal jugular venous approach. An unspecified guide wire seemed to move through and beyond the right atrium into the inferior vena cava and into a normal position to the right of the vertebral column. The greenfield filter was released at the level of the second and third lumbar vertebrae. There was a minor cervical hematoma with ecchymosis after the procedure. An abdominal radiograph was obtained to document the second filter position, and it was noted to overlie the vertebral bodies in the midline. Using the bent tip of a catheter, the angiographer manipulated the greenfield vena cava filter distally into the aortic bifurcation, over which it lodged. The filter was then removed due to concern of a long endothelial laceration and due to pt's condition at the time. The pt was followed clinically for approximately 5 years post-procedure, and there was no evidence of micro-embolism to the feet. The reporting author stated that there was no malfunction of either device. It was a case of being deployed incorrectly.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the filter remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.